Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis, with a bg of 457 mg/dl. It was stated that the patient was not feeling well, and began vomiting. The mother stated that the pump gave a motor error alarm prior to the hospitalization, and the doctor wanted the pump replaced. The mother declined to troubleshoot as the doctor felt it was not working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.